Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The first submitted controller event log file contained approximately 2.5 days of data (11nov2021 -13nov2021 per the timestamp). A driveline power fault alarm activated on 13nov2021 at 22:28:08 due to the current sense on line a dropping below the alarm threshold amperage. The alarm remained active for the remainder of the log file, which ended at 23:39:01 on 13nov2021. Review of the controller periodic log files revealed that the driveline power fault alarm cleared sometime between 23:42:13 on 13nov2021 and 0:38:46 on 14nov2021, and then reactivated sometime between 1:38:46 and 2:38:46 on 14nov2021; this is consistent with the provided information that the alarm was temporarily cleared via the system monitor. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact times that the driveline power fault alarm cleared and reactivated cannot be determined as the events were not captured. The second submitted controller event log file and the controller event log file downloaded from the returned controller contained partially overlapping data; the log files contained approximately 15 hours of data combined (1:44:21 ¿ 15:36:18 on 14nov2021 per the timestamp). The driveline power fault alarm associated with line a was active from the first event of the log file until the driveline was disconnected to exchange the system controller on 14nov2021 at 15:33:28. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was tested with the returned modular cable (lot number: 204039) and was found to function as intended during analysis. The controller and modular cable operated on a mock circulatory loop for an extended period of time without any atypical alarms produced. The system controller was disassembled for inspection of the internal components and a green fluid substance was observed inside the controller housing, including on the main printed circuit board (pcb), lcd pcb, controller housing, and controller power cables. The fluid ingress did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the driveline power fault alarms have not returned since exchanging the system controller and modular cable. Incidental findings: fluid ingress, slightly elevated resistance consistent with the early stages of conductor breakdown. The root cause of the reported event could not be conclusively determined through this analysis; however, the observed fluid ingress may have contributed to the reported event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2018. The heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and the heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 IFU section 2 ¿system operations¿ and the heartmate 3 patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. The heartmate 3 IFU section 6 ¿patient care and management¿ and the heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. The heartmate 3 patient handbook section 6 "caring for the equipment" and the heartmate 3 IFU section 8 "equipment storage and care" describe how to care for and clean all equipment. The heartmate 3 patient handbook section 10 and the heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a system monitor displayed that the patient had a driveline power fault on (B)(6) 2021. The log file confirmed the fault alarm starting at 9:33pm; the alarm was caused by an abnormally low current reading from power line a. Power line b appeared to be providing appropriate power with no alarms. Additionally, there appeared to be a decrease in pump motor power starting around the same time of the fault alarm. The alarm was cleared via the system monitor and the patient was monitored for further alarms. A follow up log file sent in on (B)(6) 2021 confirmed the driveline power fault alarms had returned; the log continued to show abnormally low current readings from power line a. The patient's controller and modular cable were both exchanged and the site sent in another log file for analysis; this log file did not contain any new fault alarms and the current values for both power lines a and b appeared to be within normal parameters. The pump motor power readings also normalized following the exchange. It is unclear which product exchange resolved the alarms. Related MFR # for the exchanged modular cable: 2916596-2021-06950.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.